Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2025-00183-00. Please reference file mrn 3012307300-2024-08887-00 for all details pertinent to this event.

Event description:
It was reported that the device had repeatedly given a "no disposable" alarm approximately 24 hours after use. She had removed the cassette, smoothed out the kinks, and wiped the sensor, but the pump would run briefly and then alarm again. The patient had repeated this process four more times with the same result. When the patient used the same cassette with a backup pump, there were no issues. There was patient involvement, and no harm/adverse event reported. Medwatch mw5157208.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.